Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Voltage test passed. Pairing with nordic bluetooth device: passed. Transmitter functional tester: passed. Share log review showed loss of connection within the investigation. The customer complaint was confirmed because there was an indication of a transmitter loss of connection. The reported event of loss of connection was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Product was received for investigation. A follow-up report will be submitted upon it's completion.